Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was (B)(6) where it was reported that the comb and case were bent and the comb, roller, sideplates, gear and shoulder bolts were replaced. The bent corner on the case was repaired. Product review of the skin graft mesher by zimmer biomet surgical was not performed since the customer ordered the device to be scrapped. The customer purchased a new device. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the customer ordered the device to be scrapped. The customer purchased a new device. The reported event was non-verifiable since no product review was performed since the customer denied the aged repair quote. The root cause of the device being bent cannot be specifically determined with the provided information since the customer denied the aged repair quote and asked the device to be scrapped. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the mesher was bent and there was no harm and no delay reported. The event occurred prior to surgery. Follow up is not able to provide any additional information.